Manufacturer narrative:
(B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex 7.5 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with adhesive residue on the tube. The tube was kinked as the inner wall was collapsed between the "26 cm" and the "ID 7.0" markings. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed.a functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. Two steel balls of size 6mm and 5.6mm were used to check the potency of the lumen. One higher and one lower than 75% (5.625mm) of the designated size of the et tube. For the first test, a ball bearing of 6mm (80% of the designated size of the et tube i.d.) Was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the 26 cm and ID 7.0 markings, which were the same locations where the tube was visibly kinked. The test was again performed using a ball bearing of 5.6mm (74.67% of the designated size of the et tube i.d.). The ball bearing again could not pass freely through the tube from both ends. Multiple attempts were made from both ends of the tube. Resistance was met at the same locations as the first test that was performed. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "wire deformed in use" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the sample was returned with adhesive residue on the tube. The tube was kinked as the inner wall was collapsed between the "26 cm" and the "ID 7.0" markings. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
The complaint is reported as: "(B)(6) 2019, in ICU of (B)(6) university, the steel wire of the tube was found deformed, and the inner wall of the tube fell off during usage on patient". No patient injury reported. The condition of the patient reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports a verification of the failure mode reported was conducted and 130 samples were taken from current production, the samples were inspected according to qip. The revised characteristics comply with the requirement. The defect reported was not observed in the current manufacturing process. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "(B)(6) 2019, in ICU of (B)(6) hospital of (B)(6) university, the steel wire of the tube was found deformed, and the inner wall of the tube fell off during usage on patient." No patient injury reported. The condition of the patient reported as "fine."